Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had alarmed no delivery and customer changed the infusion set. Customer's blood glucose was unknown. Customer's daughter stated the issue was resolved by changing the infusion set. Customer's daughter stated they have called previously because of high blood glucose caused by bent cannulas. Alarm did not occur during manual prime. Troubleshooting was not performed and was unable to determine the root cause of the alarm. No further information reported.